Event description:
The customer reported that a small metal portion of the adc device remained in the skin following sensor application. The customer experienced pain and unable to self-treated due to symptoms. The remaining sensor portion was removed with assistance from the customer's husband. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.